Event description:
New information received noted that the implantable cardioverter defibrillator was unable to communicate with the patient¿s merlin-at-home monitor. Programming changes were successfully made that resolved the interrogation issue.

Manufacturer narrative:
Additional information: a4, b5.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to be interrogated due to no radio frequency (rf) telemetry. No interventions or patient consequences were reported.